Event description:
It was reported that at the initial implant, the patient had one wire and it ¿did and didn¿t work.¿ it was then stated that 3-4 more leads were added and after that it worked ¿real good.¿ follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention took place, if the patient was receiving effective therapy, and if the patient had any further concerns with this issue. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).